Event description:
It was reported that the patient had a band slippage. A scan of the patient was performed to show the slippage. The band was explanted. There were no other reported patient consequence.

Manufacturer narrative:
Date sent: 12/15/2008. Info is unavailable; device was not returned for evaluation. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.